Event description:
It was reported that the patient received inappropriate shocks due to noise. Oversensing at the end of sense blanking in both atrial and ventricular egms was reported, and the p and r waves trend data dropped to zero. There were no r-waves seen in the programmer session. Additional information received with the returned device indicated a "circuit malfunction." The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: preliminary analysis revealed the device was unable to sustain a pacing amplitude of 5.0 v or greater on both atrial and ventricular pacing outputs. Further testing revealed this was due to gate oxide damage that caused current leakage on the output circuit of an integrated circuit. The current leakage during pacing output resulted in waveform distortion and noise in the sensing circuitry. This contributed to the reported oversensing and inappropriate therapies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.